Event description:
The customer contact reported an operator error resulting in the pt receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver fentanyl 1000mcg/100ml, at a rate of 25mcg/kg/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time while the pt was being extubated, the nurse put the device in standby mode. At that time, the nurse removed the tubing set from the device; however, the tubing set was not disconnected from the pt. It was reported the nurse did not close the cair clamp before removing the tubing set from the device. After an unspecified length of time, the nurse noted the pt's level of consciousness and respiratory rate had decreased to unspecified levels. At that time, the nurse noted the medication container was empty. The customer contact reported approximately 50-60ml of medication was delivered to the pt. The physician was notified. The pt was treated with an unspecified concentration of narcan IV and an unspecified narcan delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the patient responded with an increased level of consciousness and an unspecified increased respiratory rate. The customer contact stated the pt was able to remain extubated. The device was removed from clinical service. The therapy was not resumed. The customer contact indicated an operator error of the nurse not clamping the tubing set and not disconnecting the tubing set from the pt prior to removing the tubing set from device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.